Manufacturer narrative:
A2) patient age - 60 +/- 6-10 years. A3a) patient sex - majority: 81 out 96 of patients were male. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, dissection, perforation, filling defect (occlusion), myocardial infarction, and coronary artery bypass graft are listed as potential adverse events with use of the elca devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 26jun2000) ¿six-month clinical and angiographic outcome after successful excimer laser angioplasty for in-stent restenosis¿. The study retrospectively aimed to evaluate the clinical and angiographic six-month follow-up after excimer laser coronary angioplasty (elca) for restenosed coronary stents. A total of 96 patients successfully treated with elca within 141 stents were included in a six-month clinical and angiographic follow-up study. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Complications included 11 dissections (1 related to laser treatment), 13 perforations, 10 total occlusions, 1 myocardial infarction leading to hospital admission, 56 angina pectoris (7 class I/20 class ii/ 21 class iii and 8 class IV), and 24 repeat cardiac catheterization for recurrent angina pectoris. At 6-month follow-up, 48 patients required medical treatment, 48 re-interventions, 17 coronary artery bypass surgery, 12 recurrent balloon angioplasty, 6 recurrent elca, and 13 rotational atherectomy (MDR # 3007284006-2026-00171). Additionally, 1 patient experienced sudden death approximately one week after the intervention (appeared to be sudden cardiac death, as the patient did not suffer from other obvious disorders) (MDR # 3007284006-2026-00172). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 26jun2000 has been used, the date of publication. Köster, ralf, kähler, jan, terres, wolfram, reimers, jacobus, baldus, stephan, hartig, dirk, berger, jürgen, meinertz, thomas, hamm, christian w. 2000. Six-month clinical and angiographic outcome after successful excimer laser angioplasty for in-stent restenosis. Journal of the american college of cardiology, 36(1): 69-74. Https://linkinghub.elsevier.com/retrieve/pii/s073510970000704x. This report captures the serious injuries that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.